Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.